Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This solicited case reported by a consumer via patient support program (psp), concern a (B)(6) -year-old male patient. Medical history included cerebral infarction, hypertension and another unspecified disease, also included unspecified adverse reaction to sulfonamides. Concomitant included clopidogrel bisulfate and unspecified medications for control blood sugar, blood pressure and heart. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) injections (humulin 70/30) through cartridge, via reusable pen (humapen unknown) 16 u (units) each morning and 16 u each evening, daily, subcutaneously, beginning on unspecified date in 2013 for the treatment of diabetes. On (B)(6) 2017 her blood glucose was not controlled (lot. Unknown product complaint number unknown); due to this he was hospitalized, while in the hospital he was administered unspecified insulin four times daily. On unspecified date he was discharged and discontinued human insulin isophane suspension 70%/ human insulin 30% and started insulin lispro(humalog) 12 u each morning and 12 u each evening by prescription. Further corrective treatment was not provided. Outcome of the event was not provided. Human insulin isophane suspension 70%/ human insulin 30% was discontinued on (B)(6) 2017. The user of the device was the patient and his training status was not provided. The device model and suspect device duration of use was four years. The action taken with the suspect device was not provided and its return was not expected. The reporting consumer did not provide an assessment of relatedness between the event and human insulin isophane suspension 70%/ human insulin 30% or the humapen. Update 28apr2017: upon review this case was opened to update the medwatch fields for regulatory reporting.

Manufacturer narrative:
No further follow up is planned. Evaluation summary a male patient reported that his humapen luxura device was not accurate. He experienced abnormal blood glucose levels. The investigation of the returned device (batch 0909b03, manufactured september 2009) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case reported by a consumer via patient support program (psp), concern a (B)(6) asian male patient. Medical history included cerebral infarction, hypertension and another unspecified disease, also included unspecified adverse reaction to sulfonamides. Concomitant included clopidogrel bisulfate and unspecified medications for control blood sugar, blood pressure and heart. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) injections (humulin 70/30) through cartridge, via reusable pen (humapen ergo ii) 16 u (units) each morning and 16 u each evening, daily, subcutaneously, beginning on unspecified date in 2013 for the treatment of diabetes. On (B)(6) 2017 her blood glucose was not controlled (lot. 0909b03 / product complaint (B)(4); due to this he was hospitalized, while in the hospital he was administered unspecified insulin four times daily. On unspecified date he was discharged and discontinued human insulin isophane suspension 70%/ human insulin 30% and started insulin lispro(humalog) 12 u each morning and 12 u each evening by prescription. Further corrective treatment was not provided. Outcome of the event was not provided. Human insulin isophane suspension 70%/ human insulin 30% was discontinued on (B)(6) 2017. The user of the device was the patient and his training status was not provided. The device model and suspect device duration of use was four years. The device was returned to the manufacturer on 18may2017. The reporting consumer did not provide an assessment of relatedness between the event and human insulin isophane suspension 70%/ human insulin 30% or the humapen. Update 28apr2017: upon review this case was opened to update the medwatch fields for regulatory reporting. Update 09apr-2017: information was received from affiliate regarding pc number. Pc was processed and added to the narrative. Humapen unknown was recoded to humapen ergo ii. Narrative was updated accordingly. Update 15may2017: additional information received on 15may2017 from global product complaint database. Recoded the humapen ergo ii to the humapen luxura burgundy. Changed the lot number from unknown to 0909b03 for product complaint (B)(4) relating to the humapen luxura burgundy. Corresponding fields and narrative updated accordingly. Update 20jun2017: additional information received on 16jun2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, malfunction from unknown to no, and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the device. Corresponding fields and narrative updated accordingly.